Manufacturer narrative:
This report is being sent as follow-up #1 to update section , and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the dilator was properly inserted into the angio-seal sheath. A click was heard. When inserting the sheath/dilator combination into the vessel using the enclosed guide wire, the dilator pushed back and moved proximally out of the sheath. The system was removed and compacted manually using quikclot. The procedure being performed was a percutaneous transluminal angioplasty (pta). The sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The estimated blood loss was less than 250cc. The patient is reported to be in stable condition. The patient required medical intervention. Hemostasis was achieved by manual compression, quikclot, and pressure dressing. The event occurred intra-operative. There were no other devices or equipment used with the reported product.